Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: dec 10, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure, the impactor instrument handle broke resulting in a surgical delay of approximately 15 minutes. No fragments were generated and the procedure was successfully completed without patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the manufacturing documents were reviewed and no complaint related issues were found. The present failure mode has already been addressed and design changes are being implemented. Therefore no further evaluation on this complaint is needed. Additionally it was detected, that part of the blue handle is broken off. The broken part was not returned for the investigation. Unfortunately the exact cause which has led to this occurrence could not be determined. Due to the scratches and hammer blows on the blue handle t is likely, that a mechanical force has led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.